Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a programming session, the programmer failed to update the patient's heart rate. The displayed heart rate remained on the paced rate, rather than the patient's intrinsic rate, following the cessation of pacing. The programmer remains in use. No patient complications have been reported as a result of this event.